Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6.6 cm in diameter thoracic aortic aneurysm approximately five years ago. Vessel morphology was reported as the proximal thoracic aorta was 31 mm in diameter and 58 mm in length. The distal thoracic aorta was 29-28 mm in diameter. Bilaterally the iliac arteries were 6 mm in diameter. The right femoral artery was 4.5 mm in diameter and the left femoral artery was 6 mm in diameter. The aorta had mild tortuosity. There was circumferential mural thrombus present at the proximal and distal attachment sites. A pre-implant adjunctive procedure was performed: a spinal drain exposure of the left common iliac artery conduit. It was reported that one month later the aneurysm had expanded to 72 mm in diameter; this was only a technical observation. Recently it was discovered that the aneurysm has expanded to 82 mm in diameter. The investigator assessed this event to be unrelated to the study procedure and unknown if related to the study device. No intervention has been performed. The decision was made to not intervene and to continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.

Manufacturer narrative:
Method: (films).

Manufacturer narrative:
(B)(4). Evaluation codes, results: other (lack of information, unknown cause of aneurysm enlargement); inherent risk of procedure (aneurysm expansion). Conclusion: other (lack of information, unknown cause of aneurysm enlargement).

Event description:
Films were received and their evaluation was completed. Cta's and 3d recon images post-implant were reviewed. The proximal device was placed approximately 4 cm distal to the left subclavian artery, and the distal device was about 1cm proximal to the celiac artery. The thoracic aorta aneurysm measured approximately 8 cm in diameter. There appeared to be sufficient stent graft overlap (3 stents) between the 2 implanted devices, and the devices were not placed in an angulated orientation. There was considerable calcification noted within the thoracic aorta aneurysm sac, along the aortic arch, ascending thoracic aorta, and superior vena cava. No obvious endoleak could be identified, and the cause of the thoracic aorta aneurysm enlargement could not be determine.